Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. MDR captured as serious injury on account of the reported infection, causality unknown. Patient death was reported to have occurred at a later date and was not related to the pump. Internal complaint number: (B)(4).

Event description:
Representative contacted technical solutions through e-mail to report a patient explant and death. It was confirmed that the patient was explanted due to infection, but exact explant date is unknown. Sales representative reported it was approximately two weeks post implant. Additionally, sales representative reported that patient later passed away, unrelated to the pump, according to the patient's spouse. Per follow-up with the physician, the office was reportedly unaware of the cause of the infection, cause of death, or date of explant. This office also informed the patient was already in a compromised state as the patient had suffered a previous heart attack. The last time the physician saw the patient was after implant to remove the stitches. No visible infection was seen at the time. Last the office heard, the patient was transferred to a different hospital coordinated by the military, and no further information is known.